Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 13, 2020. The investigation of the returned device was completed by the failure analysis lab on march 3, 2020. Device evaluation summary: it was reported that the patient developed capsular contracture. A manufacturing record evaluation was performed for the finished device 7411465 number, and no non-conformances related to the reported complaint condition were identified. During visual inspection of the device, a crease was found on the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 375cc mentor memorygel breast implant, catalog #3503751bc serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with a 300cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture post procedure. The breast was firm, and the patient received the diagnosis for capsular contracture through a physical examination performed by a physician. As a result, bilateral prosthesis replacement was performed on (B)(6) 2020. The right replacement was a 550cc mentor memorygel breast implant. The left replacement was a 600cc mentor memorygel breast implant.